Event description:
The customer obtained a higher than expected, non-reproducible vitros tropi es result (0.207 ng/ml) from a single patient sample processed on the vitros eciq immunodiagnostic system. The same sample was retested and the repeat results (repeat <0.012 ng/ml x 5) was believed to be the accurate result. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The falsely elevated vitros tropi es result obtained from the patient sample was not reported from the laboratory and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number 1390757/qerts record ID 265201.

Manufacturer narrative:
The investigation determined that a non-repeatable, falsely elevated, vitros trop I es result was predicted from a single patient sample, when processed on the vitros eciq system. A definitive root cause for the event could not be determined. Ocd service actions were performed on the analyzer, however, no pre-service vitros tropi es precision testing was performed, and it is unknown if the analyzer was operating as intended prior to the service actions. A definitive root cause for the event could not be determined.